Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, an unsuccessful removal attempt approximately six days post implantation. The procedure had to be terminated due to the migration inferiority of the filter. As a direct and proximate cause of these malfunctions, patient suffered significant and severe injuries to his body resulting in significant expenses for medical treatment, as well as incurred a substantial loss of earnings, as well as non-economic damages. The product was not returned for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, patient underwent an unsuccessful removal attempt approximately six days post implantation. The procedure had to be terminated due to the migration inferiority of the filter. As a direct and proximate cause of these malfunctions, patient suffered significant and severe injuries to his body resulting in significant expenses for medical treatment, as well as incurred a substantial loss of earnings, as well as non-economic damages.